Event description:
While consumer was riding in a van in her chair, the left front caster allegedly folded, that allegedly caused her to fall out of the chair. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model 3grx-cg, serial number/date code (B)(4) was approximately 1 year and 2 months old at the time of the incident. The owner's manual part number 1143151 rev h (jul-10) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. While consumer was riding in a van in her chair, the left front caster allegedly folded, that allegedly caused her to fall out of the chair. According in the owner's manual #11de004314, the following warning states that our chairs are not approved for any tie-down systems in a vehicle. Also according to the invoice for this chair, the trro (transport ready option) was not installed on her chair. The chair has not been returned to be inspected so the wether or not the chair malfunctioned or something in the van caused the chair caster to fold is not clear. Warning: do not operate on roads, streets or highways. Wheelchair tie-down restraints and seat restraints (trro or trbkts) only use the transport brackets included with trro or trbkts for the purposes described in this manual. Trro (transport ready option) - trro includes four factory-installed transport brackets and a wheelchair anchored pelvic strap. Trro has been crash-tested in accordance with ansi/resna wc vol 1 section 19 frontal impact test requirements for wheelchairs with a 130 lb crash test dummy, which corresponds to a person with a weight of 125 to 165 lbs for junior seat sizes or a 168 lb crash dummy, which corresponds to a person with a weight of 165 to 300 lbs for adult seat sizes. Trbkts (wheelchair transport brackets) - trbkts includes four factory-installed wheelchair transport brackets. Trbkts has not been crash-tested in accordance with wc 19. Use these transport brackets only to secure an unoccupied wheelchair during transport. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems. Battery support brackets must be installed at all times. Otherwise, the wheelchair will not be wc/19 compliant. Refer to transport ready option (trro) on page 66 for more information about transporting the wheelchair.